Event description:
The nurse had just hung a bag of tpn to be infused. A short time later, there was noted to be a small balloon like bubble that had developed in the tubing. No medication was being pushed through the IV. The packaging was discarded and I am unable to provide any lot numbers. However, this appears to be a widespread issue throughout our facility that has impacted five different areas as of to date. The same issue occurred on the same day on another floor. There were no meds being pushed. The IV was hanging and the medication was infusing at its programmed rate.